Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter and kidney performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis p100 watt console with laser settings of 0.8 joules and 8 hertz. According to the complainant, during the procedure, the doctor noted that the laser body broke from normal handling. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.